Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump shutting down. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.